Manufacturer narrative:
(B)(6).

Event description:
It was reported that tip detachment occurred. The 90% stenosed target lesion was located in the non-tortuous and non-calcified coronary artery. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for dilation. However, during the procedure, the front tip of the device was fractured. The fractured part was removed manually, no intervention was performed. The procedure was completed with a different device. There were no patient complications reported and the patient was fine.